Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible foot control and wand; which was found that the device could not be powered on, no further testing could be performed. The unit was opened and nothing loose or damaged was observed. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the period reported. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors that can lead to electrical short include: 1. A fluid encountered the electronic components inside the unit cold caused an electrical short of the power supply. 2. There could have been a power surge to the controller which could cause the unit to prematurely power down.

Event description:
It was reported that is possible that the transformer has popped. No patient/case involved.